Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error related to screen (not functioning/unable to see data at times). The device's lcd kit needs to be replaced to address the issue. The device was returned unrepaired per customer request.